Event description:
During service, the unit was found to stop cycle with alternating current light-emitting diode only and constant single tone alarm, due to transistor q3 on the motor board being out of specification. Replaced q3.